Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing due to atrial lead noise led the device to incorrectly recognize ventricular tachycardia as supraventricular tachycardia. High voltage therapy was delayed but the episode was successfully terminated. The patient experienced dizziness following the episode so the atrial lead was deactivated and the patient was in stable condition.